Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter was accessed with unit protocol. When aspiration was attempted air came back in both ports. Upon examination a small crack approx .5cm was observed. The nephrologist was notified and arrangements were made to have the catheter removed and a new catheter inserted. No ill effect to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.